Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and could not duplicate the customer reported issue. Connected test circuit, cycled through all ventilator settings, tested all buttons, and calibrated. All tests passed.

Event description:
The customer reported that while in pt use, the touchscreen was not responding on this ventilator. The ventilator was removed from the pt and the pt was placed on another ventilator, there was no harm to the pt.